Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
This record is for the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported ¿capsular contracture, baker grade unknown; side not specified and symptoms like breast pain, shoulder pain and arm pain as well as breast feeling hard¿. This record is for an unknown side. Device has been explanted.